Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the non-calcified, tight stenosed, graft of the brachiocephalic vessel, the 8 x 60 mm armada balloon was inflated once at unspecified pressure and ruptured. The balloon separated; the balloon fragment and the radiopaque marker were successfully snared and removed from the vessel without reported issue. A non-abbott balloon was used to complete the procedure. Although the procedure was delayed by about 20 minutes, there was no reported clinical significance to the patient and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and scanning electron microscopy (sem) analysis were performed on the returned device. The reported balloon rupture and separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot reported. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.